Manufacturer narrative:
Unit had cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that their insulin pump's screen was damaged. The customer¿s blood glucose level was 183 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Device had cracked and bleeding lcd glass.